Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was in patient use. A field engineer evaluated the device and confirmed the ventilator inoperative condition occurred while on patient. The device was swapped with no patient issues. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.